Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited unacceptable thresholds. The lead could not be repositioned. The lead was explanted and replaced.